Event description:
Initially reported by doctor stating that there were three cases who experienced corneal ulcer and eye pain in right eye after wearing contact lens, this report is related to the second case of three reports. The consumer was prescribed with combination of tobramycin and dexamethasone eye drops four times a day for a period of one week. The consumer resumed wearing contact lenses. The current status of consumer¿s eye was symptoms resolved at the time of this report. No additional information is available at this time.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).